Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose value was 178 mg/dl. Customer also stated that the insulin pump had an under delivering. Customer was alleging the insulin pump because the blood glucose was very high and the customer was not understanding why she went to emergency room. The customer was wearing an insulin pump at the time of hospitalization. The product will not return for the analysis.

Manufacturer narrative:
Device alarmed failed battery test after battery installation due to corroded battery tube and battery cap metal contact. Device received with operating currents within spec. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).